Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the customer site and identified low sodium results were due to air bubbles inside the flow cell, impacting the ise (ion selective electrode) readings. The fse replaced flow cell electrodes from customer stock and primed 20 times to resolve the issue. Section a2, a4 and a5: information was not provided. The internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for sodium (na) analyte on their dxc500au analyzer, part number c63520, serial number (B)(6). The customer confirmed all affected samples were rerun on another analyzer; no erroneous results were released. There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide any patient data and/or patient demographics.